Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue could not be confirmed. It was reported that the procedure was to treat a lesion in the pulmonary artery. It should be noted he coronary dilatation catheters trek rx information for use (IFU), states: the trek rx coronary dilatation catheters are indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction and balloon dilatation of a stent after implantation. In this case, it is unknown if the reported IFU violation caused or contributed to the reported complaint. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received stating that both devices used were 3.0x30mm trek rx balloon dilatation catheters. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The mini trek rx device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the pulmonary artery. A 2.0x30mm mini trek and 3.0x30mm trek rx balloon dilatation catheters (bdc) were used in the procedure and inflated several times at 8 to 10 atmospheres; however, the deflation was very slow. The contrast media was a 50/50 ratio. The procedure was successfully completed with the two bdc. There were no adverse patient effects. No additional information was provided.